Event description:
Two pts were treated with compound w freeze off in 2005 and one pt sustained a chemical burn on leg. The pt's family member reports that the chemical burn is "half way around leg". The pt has been taken to the dr everyday for chemical burn treatment (approx 9 visits). A picture of the injury was sent and is attached.